Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 253 mg/dl, 152 mg/dl and 131 mg/dl when all tests were performed within 10 minutes on the compact system. Reporter alleged obtaining an additional comparison on another day of 213 mg/dl, 79 mg/dl and 78 mg/dl when all tests were performed within 10 minutes on the same compact system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.